Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. Customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that he was fell and broke four ribs. Customer troubleshoot was not performed for high blood glucose level. The insulin pump will not be returned for analysis.